Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is they repaired a leak at the 4 way valve and compressor tube which was causing low o2.